Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the lead could not be inserted into the atrial port of the pulse generator past the setscrew. The physician applied mineral oil to allow the insertion but it remained difficult to insert. A new pulse generator was used and the physician was able to insert the lead into the new device header. The patient's condition was stable post procedure.